Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided for review. The investigation is confirmed for material deformation. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 2220j vena cava filter allegedly experienced material deformation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 70 year old female patient weight was not provided.